Manufacturer narrative:
Follow-up #1: date of submission 06/07/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any evidence of short battery life, pump reboot was found on 04/13/2015. Related to the complaint, moisture intrusion was evident in the battery compartment and under the battery cap. The battery compartment was cracked at two places, on the side from the threads to the case seal and above the grip pad. The battery compartment threads were stripped and the cap was unable to fit securely but was able to maintain contact to allow the pump to power up. Pump reboot was duplicated by spinning the battery cap. The auditory and vibratory features were operational. No tactile issue was observed with the buttons. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. Pump casing was opened and no further evidence of moisture corrosion was found inside the pump and no intermittent condition was found to the power printed circuit board or to the continuous glucose monitor module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.